Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2220005 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
A product history review is expected but not yet available. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant protection of a 5f mynx control vascular closure device (vcd) was cracked during the procedure. Hemostasis was achieved by manual compression for 20 minutes. There was no reported patient injury. The device was stored and prepped according to the IFU. The device was used in an interventional peripheral procedure using a retrograde approach. The deployer was mynx certified. The sealant sleeves were cracked but not into separate pieces. The device storage temperature did not exceed 25 °c. No unusual force was necessary during use of the device. There were no damages noted to the sealant sleeves prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was moderate vessel tortuosity. The device is being returned for evaluation. Addendum: product evaluation findings show the sealant of the device exposed from the sealant sleeves on visual analysis.

Manufacturer narrative:
As reported, the sealant protection of a 5f mynx control vascular closure device (vcd) was cracked during the procedure. Hemostasis was achieved by manual compression for 20 minutes. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). The device was used in an interventional peripheral procedure using a retrograde approach. The deployer was mynx certified. The sealant sleeves were cracked but not into separate pieces. The device storage temperature did not exceed 25 °c. No unusual force was necessary during use of the device. There were no damages noted to the sealant sleeves prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was moderate vessel tortuosity. A non-sterile ¿mynx control vascular closure device 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed with the stopcock opened. There was no damage observed with the atraumatic tip of the returned device. The sealant sleeve assembly was observed to have been severely kinked/bent outward as received; however, no cracks were observed on it. Additionally, the sealant sleeves were not fully covering the sealant, and it was found swelled from exposure to blood. The syringe and the procedural sheath were not returned with the device. Dimensional analysis was performed to verify the slit length measurement against the specification. Dimensional analysis results were found out of specification. Per functional analysis, a simulated deployment test was performed with the returned device per the mynx control IFU, and button 1 was able to be depressed fully to deploy the sealant. It was revealed that the sealant was exposed to blood, which caused the resistance felt when attempting to depress the button #1 as received. Button 2 was able to be fully depressed without issue. The buttons performed as intended per the mynx control IFU. Per microscopic analysis, visual inspection at high magnification showed that the sealant sleeve assembly was observed to have been severely kinked/bent outward as received; however, no cracks were observed on it. Additionally, the sealant sleeves were not fully covering the sealant, and it was found swelled from exposure to blood. In addition, microscopic examination showed that the slit length measurement was out of specification. A product history record (phr) review of lot f2220005 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant sleeves (cartridge assembly)-cracked¿ was not confirmed through analysis of the returned device since there were no cracks noted; however, a severe kinked/bent outward condition of the sleeves were noted. Additionally, the reported event of ¿mynx control system-deployment difficulty-premature¿ was confirmed due to the exposed sealant from the kinked/bent sleeves. The exact cause of the observed condition could not be conclusively determined during analysis. Based on the information available for review and product analysis, procedural/handling factors (such as excessive force), and/or the condition of the sheath (although not returned and there was moderate tortuosity at the access site) may have contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. Additionally, a product engineering team (pet) meeting was held regarding the out of spec slit length. During review of the information, material deformation at the proximal end of the slits were noted. Due to the material deformation found in the complaint units, it can be concluded that the failures were not caused by the mynx control manufacturing process. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review, nor the product analysis, suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.